Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic conducted a post market clinicai follow-up (pmcf) survey to seek out potential new risks and assess performance of the medtronic sentrant introducer sheaths with hydrophilic coating. The exact size of the device is unknown. Survey results from an interventional cardiologist in practice 15 years, who has used the device 120 times and 30 times in the last 6 months. During use of the sentrant introducer sheath, the following complications were encountered in the previous 6 months: one blood loss, bleeding event not related to the device. It was reported that all medtronic sentrant introducer sheaths performed as expected according to the instructions for use (IFU). No further information has or will be provided.